Event description:
It was reported that during routine follow up, this right ventricular (rv) lead exhibited shock impedance high out of range. Reportedly, the impedance trend shows a gradual increase of the shock impedance since implant, and the other lead measurements such as sensing threshold and pacing impedance appear to be within adequate range. The physician decided to continue monitoring the patient on latitude and a follow up will be performed in approximately one month. The rv lead remains in service. No adverse patient effects.